Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to have a constant alarm due to a malfunctioning microprocessing unit (mpu) board. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be a malfunctioning microprocessing unit (mpu) board. To correct this condition the mpu board was replaced. If any additional information is received, a follow-up will be sent.